Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery. Contact reported that the customer had a blood glucose level of 254 (mg/dl). The customer took a manual injection. It was reported that the customer would use manual injections as alternate insulin therapy.